Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 174 mg/dl at the time of incident. The insulin pump alarmed self test and insulin pump passed. The insulin pump was returned for analysis.